Manufacturer narrative:
Concomitant products: 8637-20 neuro pump, implanted: (B)(6) 2011; 8709sc catheter, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow, steady impedance rise to high measurements which triggered a polarity switch. Reprogramming was performed and the lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.